Manufacturer narrative:
Although requested, the customer has not provided any information regarding the evaluation and repair of the ventilator. Covidien reference #: (B)(4).

Event description:
It was reported by a customer in (B)(6) that, the e360 ventilator screen became blank, and generated an alarm. Additionally, when an external monitor was connected, a "no signal" error was displayed. Although the ventilator did not stop cycling, the patient was transferred to another unit. There was no reported patient injury.